Event description:
Event description guidant received information that this flextend lead was implanted in the atrium and the patient experienced diaphragmatic pacing that night. The thresholds had increased and the sensing decreased. The patient was having the lead removed when a perforation was noted. A new lead was implanted and the patient recovered fully.